Event description:
The manufacturer was contacted in reference to a customer complaint stating that during a service evaluation and disassembly process, an issue was identified with the humidifier base cable being burnt. The device was not in patient use. The device has been returned to the manufacturer and the investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to a customer complaint stating that during a service evaluation and disassembly process, an issue was identified with the humidifier base cable being burnt. The device was not in patient use. The device has been returned to the manufacturer and the investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received new and relevant information on 01/13/2025. The device was returned for lab investigation by pil, during the external and internal investigation it is observed that evidence of sound abatement foam degradation/breakdown was not observed in this device. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. High pitch blower whine observed. Pil used a known good pil supplied humidifier (etf 3100682-021) on base device and verified the heater plate did heat. Pil used a pil supplied known good heated tube on the known good pil supplied humidifier (etf 3100682-021) and verified tube did heat. Pil also observed high pitch blower whine, air inlet filter missing, ui (user interface) knob broken, the air outlet port had white dust-like contamination in it, air inlet had tan dust-like contamination in it, pca (printed circuit assembly) had dust-like contamination all over the top of it. Missing pca screw from service, thermal event on humidifier harness connector and pca at j9. Dust-like contamination on the top of the blower box lid and surrounding area, dust-like contamination on the top of the blower motor and inside of the blower box, potential mineral deposits in blower box indicate possible water ingress, bottom enclosure had dust-like contamination in it, air inlet seal had yellowed and had dust-like contamination on it, the sound abatement foam was intact and had significant dust-like contamination on top of it. The source of contamination was most likely external to the device. Pil was able to get care orchestrator information from device. Pil was able to confirm the complaint of burnt humidifier base cable. J9 thermal event inv0636. Found 0 errors were logged. The results of this investigation do not impact the calculated risks. Section g3 has been updated. In addition, appropriate code updated/corrected.

Manufacturer narrative:
Evaluation results code grid, component code grid and conclusion code grid have been corrected and updated in this follow-up report.